Event description:
A certified ophthalmic technician reports that during lasik surgery on the right eye of a pt, the surgeon interrupted the procedure to soak up fluid around the hinge. Attempts to re-acquire track to complete the procedure were unsuccessful, the system gave an error message that the pupil was insufficiently dilated; however the ophthalmic tech stated that the pupil was fixed and dilated. At the one week post-op visit, the pt's right eye was 20/30 uncorrected and bcva was 20/20-. The pt is very pleased with her outcome. The surgeon plans to wait 4 months (their standard healing time prior to enhancements) and re-treat the pt at that time if needed.